Manufacturer narrative:
As of 06/29/2016 aso has not received returned samples from the consumer. However, aso was able to obtain a lot number and performed evaluation for adhesion properties on 06/16/2016. In addition, aso reviewed records of biocompatibility tests and latex screening. Aso products are manufactured with acrylic adhesives that are not made with natural rubber latex. The labeling in the product indicates that the product is "not made with natural rubber latex", verbiage recommended by the FDA instead of "latex free". While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer stated she had an allergic reaction to the product because it did not state that the product is latex free and she is allergic to latex.

Manufacturer narrative:
As of 06/29/2016 aso has not received returned samples from the consumer. However, aso was able to obtain a lot number and performed evaluation for adhesion properties on 06/16/2016. In addition, aso reviewed records of biocompatibility tests and latex screening. Aso products are manufactured with acrylic adhesives that are not made with natural rubber latex. The labeling in the product indicates that the product is "not made with natural rubber latex", verbiage recommended by the FDA instead of "latex free". While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. On 07/15/2016 aso received returned product from the customer and tested the product for adhesion. Results of the test are acceptable with no defects found during testing.

Event description:
Consumer stated she had an allergic reaction to the product because it did not state that the product is latex free and she is allergic to latex..